Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the maryland bipolar forceps instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, maryland bipolar forceps instrument wire pulley had the black plastic coating coming off. There was no report of patient involvement.

Manufacturer narrative:
Correction - h8 updated to indicate initial use of device. The maryland bipolar forceps instrument is not available for failure analysis to be performed. The probable root cause cannot be determined on the information provided.

Event description:
Refer to h11 for follow-up information.